Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: controller/joystick/options; not able to duplicate issue. Tested fully functional; inductive measures 4.7 ohms.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: controller/joystick/options; not able to duplicate issue. Tested fully functional; inductive measures 4.7 ohms. The provider states the chair is speeding up and slowing down as well as pulling to left and right.

Event description:
The provider states the chair is speeding up and slowing down as well as pulling to left and right.